Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On 21-may-2024, it was reported that the patient faced infusion set off during use, which cause the patient's blood glucose elevated to 308 mg/dl. The set was in use for one day. The patient replaced infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). - device 4 of 5.